Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on both leads. Surgical intervention was undertaken on 28 october 2024 wherein the leads and ipg [related manufacturer reference number: 3006705815-2024-07471] were explanted and replaced.